Event description:
It was reported while using bd plastipak¿ 1 ml syringes leakage occurred. This occurred twice. There was no report of patient impact. The following information was provided by the initial reporter: that day, the dr. Gave a cat an injection of vitamin b12 and a good part of the product ran between the syringe and the needle and spread on the cat and on the table. In the afternoon, she tried to sedate a cat im, and again the same problem, the cat didn't get its dose but we didn't know how much the animal had received.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary no physical sample was provided or investigation. Multiple photos were provided which show the syringe connected to a needle, there is liquid observed which suggests a leakage, however, there is no damage or other defects identified that could have contributed to any leak. A device history review was performed for suspected lot 2112057, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Molding parameters were reviewed for the reported lot and found machines were operating within required limits. Ten retained samples of lot 2112057 were used for additional evaluation. All product was visually inspected, no damage or other defects were observed. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, including tip and thread verifications. Results were reviewed for the reported lot and no issues related to this incident were identified. Based on the available information we are not able to determine a root cause at this time.

Event description:
It was reported while using bd plastipak¿ 1 ml syringes leakage occurred. This occurred twice. There was no report of patient impact. The following information was provided by the initial reporter: that day, the dr. Gave a cat an injection of vitamin b12 and a good part of the product ran between the syringe and the needle and spread on the cat and on the table. In the afternoon, she tried to sedate a cat im, and again the same problem, the cat didn't get its dose but we didn't know how much the animal had received.